Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and reiterated having gotten the maximum settings in the past and how the therapy would work for a little while and that then it would stop and they'd have to increase again and if they got maximum settings, they'd have to go to the next program and go through the whole process again, where it would help for a few days and stop again so they'd increase again and switch programs again if they got another maximum settings message. Patient specifically called to report they'd gotten the end of service message and they wanted to know what that meant. Patient services reviewed meaning of the message along with ins battery longevity considerations with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss next steps. Patient said "it only lasted a couple years, like wasn't it last year? I thought it was supposed to last 10 years." Patient services reviewed registration information and clarified the ten year battery quote with the patient and the patient admitted that they did keep increasing the stimulation up to higher levels in order to feel the stimulation and get the benefit. Patient said they'd never been told anything about higher levels impacting the life of the battery and also stated that they had been trained under anesthesia so they hadn't remembered anything from that session that happened after they were first implanted. Patient services also reviewed that a fall and maximum settings could impact the battery life. Patient clarified their fall that was previously reported and said that they'd fallen forward onto cement. Patient services reviewed the potential of switching to a rechargeable implant if they needed higher therapy levels but redirected the patient again to follow up with their hcp to discuss their options and next steps. Patient said they had an appointment scheduled with their hcp for (B)(6) 2026 but they didn't know if they could wait that long. Patient said they'd reach out to their hcp about this newest update. Patient services wanted to clarify that when the patient indicated that the therapy would "stop" helping after awhile, they described their symptoms as "going to the bathroom more often."

Event description:
Additional information was received from the patient. They called restating information from the original call. Patient restated that their implant was at it's end of service. Patient expressed dissatisfaction that implant battery was already at it's end of service in under two years. Patient said they would do well symptom wise for a few weeks and then would need to adjust stimulation up to keep the symptom relief and found themselves up in the 9 mas and sometimes all the way up to 10 mas. Patient said since implant battery died it seemed like they were not urinating every hour or half hour and they were doing ok symptom wise. Patient said they would talk to their doctor about this and said maybe they wouldn't end up needing to get a new implant battery. Patient has an appointment at their managing physician's office this wednesday. Patient said then they have a post op appointment for the implant battery replacement. Patient asked if the manufacturing representative (rep) would be at their upcoming appointment, agent redirected patient to health care provider and sent message to field to provide visibility. Patient provided medical history that they've had both hips replaced and a hysterectomy. The rep responded stating that they would be present at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device seems to work well during the day, but at night they are having to get up several times to use the restroom. They have tried setting it at different levels and that seems to help but then it reverts again. The issue started the last couple of weeks. The caller noted that they will increase until they see the maximum settings screen. Agent reviewed maximum settings is indicative of an issue that should be checked by the hcp. The caller reports a fall in the garage, but they did not fall on their back. The patient was redirected to their healthcare provider to further address the issue. The caller has an appt in august but is on a cancelation list to try and get in sooner.